Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.25mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues or damages with the hypotube shaft. The balloon was returned in a deflated state. Microscopic examination of the balloon identified a pinhole 3mm proximal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the polymer shaft. The distal tip was slightly flared. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.25mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.